Event description:
It was reported to olympus that a video telescope had an image that turned purple or green. The reported issue was found during preparation for use of the device. There was no harm or user injury reported due to the event.

Manufacturer narrative:
The device was returned to olympus. The result of our investigation is consistent with the customer's description of failure. During inspection, detects varying-colored images (purple/green) were found. By disassembling the device and testing the components individually, olympus was able to trace the image error back to the cable unit. Additionally, the following was found: the light-guide fiber composite at the distal end is damaged by external force (impact, shock, accidental dropping). The device does not pass the high voltage test. A manufacturing and quality control review was performed for the affected serial number without showing any non-conformities or deviations regarding the described issues. Olympus will continue to monitor the field performance of this device.